Event description:
As reported to coloplast, though not verified: the patient reportedly had a supris and restorelle y implanted in (B)(6) 2019. Subsequently, the patient experienced hematuria, mesh erosion at right lateral wall/bladder neck encrusted with stone, pelvic pain, right hip pain and recurrent urinary tract infections. The patient underwent examination under anesthesia, partial controlled cystectomy and cystoscopy. Robotic assisted removal of right arm of mesh was performed (complex/tedious) and cystotomy repair with 2 layer closure was performed. Intraoperative findings included right sling arm malpositioned lying along right anterior bladder wall and aimed high up in abdominal wall with no exit point (~8 cm above normal suprapubic exit point), mesh attached to bladder on right side with associated calcifications into bladder wall posterior and lateral to right ureteral orifice.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.